Event description:
It was reported that: "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported unknown stryker rejuvenate hip replacement neck. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding injury involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported injury is considered to be under the scope of this recall.

Event description:
Additional information received on 06/24/2014 : it was reported that the patient had a left hip revision surgery on (B)(6) 2013.